Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received hip-tep right side. Patient´s lawyer is claiming for compensation as patient is experiencing pain during movement, sleeping disorder, headache, discomfort in feet, and high cocr blood levels. A revision surgery is planned but not yet performed.

Manufacturer narrative:
Additional narrative: patient received hip-tep right side on (B)(6) 2007. Patient´s lawyer is claimimg for compensation as patient is experiencing pain during movement, sleeping disorder, headache, discomfort in feet, and high cocr blood levels. A revision surgery is planned but not yet performed. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.